Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad was harder to press. The customer¿s blood glucose level was 175 mg/dl. Customer stated they change the infusion set and reservoir 2 times but no alarms were recording about the changes on the insulin pump. The insulin pump will be returned for analysis.